Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reference electrode cable, reference valve, buffer valves, buffer syringe, peristaltic pumps, mixer motor, pinch valve, peristaltic tubing, reference block and the reference electrode to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) and potassium (k) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.